Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited suspected loss of capture on telemetry. The rv lead remains in use. No further patient complications have been reported as a result of this event.